Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms were pus, redness and swelling at the pocket site. The physician does not believe the infection is device or procedure related. The patient was administered bactrim oral antibiotics and is reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms were pus, redness and swelling at the pocket site. The physician does not believe the infection is device or procedure related. The patient was administered bactrim oral antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of this device were reported. The ipg exhibits normal device characteristics. Device evaluation indicated that the lead passed visual test performed. Visual inspection revealed the lead was cleanly cut approximately 15 inches from the proximal end. The paddle end of the lead portion was not returned. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. No corrective action is required. Monitoring of devices related to infection will be continued and corrective action will be taken as necessary.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.